Event description:
Mitoxantrone in a concentration of 0.3mg/ml. The backfilling of the drip chamber was noted within minutes of the mitoxantrone infusion being started. The medication was blue in color and noted immediately.